Manufacturer narrative:
(B)(4). The sterile lot number was not available, device history record review could not be performed. The product will not be returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the aviator pta balloon burst during prep. There was no patient injury reported and the product is not available for analysis. Additional information has been requested.

Event description:
As reported, the aviator pta balloon burst during prep. There was no patient injury reported and the product is not available for analysis. Multiple attempts were made without success to obtain additional information.

Manufacturer narrative:
As reported, the 5x40mm 142cm 0.014 aviator percutaneous transluminal angioplasty (pta) balloon burst during prep. There was no patient injury reported. Multiple attempts were made without success to obtain additional information. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Caution: balloons should not be inflated in excess of the rated burst pressure printed on the package label. Higher pressures may damage the balloon catheter and overdistend the selected artery, which may result in vascular complications. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.